Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were damaged and deformed across the whole length of the stent. It was also noted that the stent had moved 2mm distally from the distal end of the proximal markerband and stretched over the distal markerband. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a kink 10mm distal from the distal end of the strain relief. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24-apr-2017. It was reported that crossing difficulties were encountered.   The tight target lesion with an acute bend was located in the left circumflex artery. After predilation was performed, a 3.50x12mm promus element ¿ drug-eluting stent was advanced but device was unable to cross the lesion.  The device was removed and the procedure was completed with a different device.  No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent move on balloon.